Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed showed normal device characteristics without any anomalies contributing to reported event failure to interrogate. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, conductive telemetry was lost to the right ventricular (rv) lp. The lp was explanted and a new lp was selected for implant to resolve the event. The patient was stable.